Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted: explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 01-apr-2015, UDI#:(B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 11-oct-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal sufentanil and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient representative that the last 3-5 refills the healthcare provider had noticed that there was quite a bit of medication left in the pump. Date not provided. The patient rep stated they were doing a catheter dye study tomorrow to make sure the catheter was ok and that it was not being blocked by the scar tissue and was not blocking any medication. Additional information was received from the healthcare provider (hcp) reported that the dye study failed and the doctor was not able to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). Actions/interventions taken to resolve the volume discrepancy was that the patient being scheduled in with neurosurgeon to discuss possible catheter revision. Additional information was received from the patient reporting that the catheter replacement was being scheduled soon (date unknown). The patient was given oral medication of oxycodone and hydrocodone.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the dye study failed and unable to aspirate. Action /intervention: scheduled catheter study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.